Event description:
It was reported that the patient presented in the clinic after receiving inappropriate atp therapy for af with rapid ventricular response. Reviewed of the egm revealed the episode appeared to be svt. As the device is near eri, most likely the physician would consider replacing the device.

Manufacturer narrative:
(B)(4).